Event description:
It was reported to philips that the customer was unable to perform x-rays with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system was unable to perform x-rays with the footswitch. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was no problem identified with the footswitch. The system was working with full functionality. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Evaluation method code was corrected.